Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot qualification or sterilization records were reviewed, as the product lot number was not provided.

Event description:
The customer reported that she believes the infusion site is infected because it hurt a lot, an it was red, raised, warm to the touch, and pus was draining out of the site. The customer called from the doctor's office and had not yet seen the doctor. No further information regarding diagnosis or treatment is available.